Event description:
The customer reported that when the system is first turned on, the images on the screen are jumpy.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep tested the system and found that the interconnect cable or lemo connector were intermittent. He removed and replaced the interconnect cable and lemo connector for intermittent connections. The system is operating as intended.